Event description:
User received erroneous calcium and creatinine results for multiple pt samples starting on (B) (6) 2009. The amount of results generated is unk. User stated 10 pt results had to be corrected, no info provided to determine which pt samples were corrected. User said no other tests were affected. User did not know if any patients were adversely affected. The following three specific pt examples were provided which occurred on (B) (6) 2009. Repeat testing performed on a different module at customer site. Sample 1, initial calcium gave 4.2; repeat gave 9.6 mg per dl. Sample 2, initial calcium gave 6.0; repeat gave 8.8 mg per dl. Sample 3, initial creatinine gave 12.87; repeat gave 1.89 mg per dl. Additionally the user said another pt creatinine result was reported and questioned by the ER. They reran the sample and the result was lower than the previous result. No data was available for this pt sample.

Manufacturer narrative:
The field service rep found the vacuum line in rinse mechanism had a crack causing cuvettes to overfill. He trimmed off cracked vacuum line, reset connection, replaced cuvettes and performed a blank cell. Customer ran controls and samples with no further alarms, and system was verified to be performing within spec with data created.